Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The patient presented with high-grade dyspnea with equivalent angina. Vascular access was obtained via the right femoral artery utilizing the seldinger technique through a 6f unspecified sheath. The first target lesion was 70% stenosed located in the left main coronary artery artery. The second target lesion was approximately 6mm in length and 80%- 90% stenosed located in the mid circumflex artery. A 3.5 cls unspecified guide catheter with side holes was placed. An unspecified size kinetix plus guide wire was advanced distally. The mid vessel lesion was ballooned using an unspecified 2.25mm balloon catheter however reduced blood flow, bradycardia and hypotension was noted. Fluid bolus and a 0.3mg atropine was administered with a relatively quick response. Then a 2.5mm x 20mm promus stent was advanced and deployed at 14 atmospheres for 20 seconds with good result. Then a 3.5mm x 12mm promus stent was advanced in the left main artery. The stent delivery system (sds) balloon was inflated at 12 atmospheres. The sds was pulled back slightly at the ostium and the balloon was again inflated to 15 atmospheres. Then a 2.25x12mm promus premier¿ stent was advanced distal to the previously implanted 3.5mm x 12mm promus stent but failed. Upon pulling the 2.25x12mm promus premier¿ stent without much force, the stent dislodged from the sds balloon. A 1.5mm unspecified balloon catheter was advanced and post dilated the dislodged stent against the wall of the left main artery. A pt2 moderate support guide wire was placed distally around the stent and a 3.5mm quantum maverick balloon catheter was advanced and inflated at 20 atmospheres. Another 2.5mm quantum maverick balloon catheter was advanced and inflated the dislodged stent within the distal left main artery and into the proximal circumflex artery at 25 atmospheres. Follow up angiography revealed a good result with 0% residual stenosis and a timi 3 flow. The procedure was completed with no further patient complications reported. The patient's status was stable.